Manufacturer narrative:
Investigation conclusion: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported one false positive sars result on sofia flu+sars. Patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).